Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 79mg/dl, 146mg/dl and 258mg/dl. Paramedics were called and tested customer with a result of 39mg/dl. Customer reports back to back testing with the professional meter with a result of 258mg/dl on the customer's meter; was treated with an IV of unk content and glucose. Results did not match symptoms. No controls were run. A request was made for return of the suspect product and a replacement was sent.